Manufacturer narrative:
The actual device was not returned to the MFR for physical evaluation and the failure mode could not be confirmed. A batch record review was not conducted due to the serial number of the device not being available. An investigation of the manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process.

Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) 2015, due to diarrhea, dehydration, and peritonitis. On (B)(6) 2015, effluent expressed from the peritoneal dialysis was cultured and grew gram positive streptococcus mitis and gram positive streptococcus oralis. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment. On an unknown date during the admission, the patient was administered antibiotic therapy via intraperitoneal route. On (B)(6) 2015, the patient's treatment modality was changed from peritoneal dialysis to hemodialysis, due to the event of peritonitis. On an unknown date in (B)(6) 2015, the patient was discharged from the hospital. As of (B)(6) 2015, the patient continues in-center hemodialysis therapy without any further issues, the patient completed their antibiotic therapy, and the patient's complaint of diarrhea, dehydration, and peritonitis have resolved.

Manufacturer narrative:
The post market surveillance department has reviewed medical records and investigations are pending. A supplemental report will be submitted upon final review of medical records by the post market clinical physician and completion of the plant's investigation.